Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and later reported that rupture was not found during explant surgery and "found a collection of fluid", "collection of weird looking fluids" and "intracapsular fluid collection". This record is for the right side. Device has been explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported that rupture was not found during explant surgery and "found a collection of fluid", "collection of weird looking fluids" and "intracapsular fluid collection". Later, healthcare professional reported "periimplant fluid", "bloody nipple discharge", "internal mammary lymphadenopathy", "skin discoloration", "breast feels hard", "nipple enhancement" and "intramammary lymph node". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis deformation, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported "rupture" and later reported that rupture was not found during explant surgery and "found a collection of fluid", "collection of weird looking fluids" and "intracapsular fluid collection". This record is for the right side. Device has been explanted and replaced. It is unknown if the device will be returned.